Event description:
Our hospital is seeing device issues when using either the b. Braun infusomat space pump IV set (ref: 490102) or the b. Braun secondary IV set (ref: v1921). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is not performing as intended in certain lots of these sets. In this instance: meropenem ordered at a rate of 500mg/100ml over 3 hours. 33.3/ml an hour. Hung at about 4:20. Already unstable patient began to decompensate (increased hr/ atrial fibrillation), nursing verified medications and found that meropenem medication had been fully administered. The medication infused rapidly. B. Braun tubing; ref: 490102, lot: 0061929620, b. Braun secondary tubing; ref: v1921, lot: 0061923959.